Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to stay closed. The field service engineer (fse) opened the back panel and discovered that the drawer latch sensor was loose from the latch housing. The fse returned the sensor to the housing, ensured it was secured, and confirmed there was no damage to the sensor or wiring. The fse then had the customer reboot the station, and the customer was able to recover the drawer and test the inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and the error message displayed failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.